Manufacturer narrative:
Two days thereafter the patient's email was acknowledged and request for additional information was made that included contact and product specific information. Same day the patient responded and stated to clarify his position, he was simply trying to ascertain, given the only information he has (i.e., instructions for use) which imply that there are discreet swabs for nasal and throat testing but, with no marking on the individual sachets containing the swab and wondered how does he tell if the ones he has, which are 15 cm in length, are for throat tests or indeed nasal test (as 15cm swab appear to be excessively long for a nasal test). Additionally noted it was the tests was provided to him from my daughter-in-law who works in the optical branch of the health service, who had to take tests on a regular basis. Having been fully vaccinated and survived contracting covid thus far the patient noted he fell ill on sunday. With no tests available and in need of an expedient method of confirming whether or not he had contracted covid, his daughter-in-law provided him with the test kits and instructions. Date of the components: fluid and test cassettes, were verified prior to executing the test. Components were still within the use by date. The patient further stated he had no idea if the integrity of the tests had been impacted by how they have been stored. After applying the drops to the cassette, the test line became visible and was black in color then the patient guessed there was an issue with the integrity of the tests. The patient commented, none of this reflects on the manufacturer as it is merely down to how the test were stored or they are indeed throat orientated tests and me using them as nasal tests invalidated the test. The integrity of the tests has been impacted by how it was stored, or they are indeed for the throat not nasal. The result was ignored, and the patient noted he decided to be cautious until a further test was undertaken as he was self-isolating to avoid spreading what he believed is a mild case of covid. Having tested with new kit the patient stated it vindicated his decision to be cautious because it came up as a feint line but was none the less positive. Another attempt for additional information was made to obtain product information, storage conditions impacting the test and test administration date and location. The patient responded with the following: the lot number was unavailable. However, the product was confirmed by the daughter-in-law as a 25t quantity kit but the box was one of many they were supplied and the kits were given to the patient without the original box [his daughter in law subsequently confirmed she had retrieved the tests from one of the boxes at work]. The kits were stored at the daughter-in-law work premises common office and it is imaged the office temperature of 21c. It was difficult to narrow things down further. As the daughter had spare kits and, in a bid, to try and help, a couple of them were tested on his partner and daughter-in-law as nasal tests. Both were correctly negative as they have no symptoms and are covid free at present. The patient further stated he has tested again using another innova antigen rapid test and another kit the patient managed to secure from boots and both these results were consistent; both confirm a positive test. From the patient's perspective the clarity he expected on the testing is assurance of when the c and t test lines can possibly appear. Especially in his case the patient restated the t line appeared immediately when the solution hit that part of the cassette and appeared black initially on that very first test. And further, if the nasal and throat swabs are discreet then a picture of each in the booklet, which covers all tests , would help plus some sort of marking on the individual swab packaging they are supplied in.

Event description:
It was reported by the patient, after using the swab and twisting into the fluid tube when two drops on the test cartridge, it travelled upwards, and the t line changed immediately to a black line. The patient waited for 20 minutes and noted thereafter during interpretation of the result, the c line was red, and the t line showed a tinge of red but appeared predominantly black. The patient further noted the swap is 15cm long with no details on its packet to describe what it is, and the fact the t line colored "immediately," the patient is believes the test is for the throat specimen swabs collection not nasal. There was no report of clinical symptoms, change in symptoms, and/or adverse event.

Manufacturer narrative:
Regarding the patient's report of the test cassette t line immediately change to a black line and post 20 minutes it illustrated a tinge of red (but remain predominantly black), the following are some potential causes based on information: contaminated test cassette or improper operation. However, the patient's assumption that test integrity was possibly compromised due to storage was entertained. Request for information on how the product was stored was made and the patient's response (kits were stored on the premises in a common office area and it is assumed standard office temp is 21c) was lacking details. Attempts to obtain product lot number or test cassette serial number were made but said information was not provided. Consequently, a review of manufacturing route sheets could not be performed. Information is limited and further information is required to determine an actual cause. Without complete complaint details no further investigation can be performed. The cause of the reported event, ambiguous result, could not be determined. The reported event could not be confirmed.